Event description:
It was reported that, upon deployment, the filter legs were twisted. A j-wire was used to untwist some of the legs. Doctor is confident that filter is well anchored and intends to leave it implanted.

Manufacturer narrative:
The device history record was reviewed and confirmed that the lot met all release criteria. This device is 100% inspected for filter geometry and shape during the manufacturing process and again at quality control inspection. This product is also 100% inspected for crossed legs and arms during manufacturing and again at quality control before the release of the product. The sample was not returned for evaluation. It is unknown if patient or procedural factors may have influenced this event. The results of this investigation are inconclusive.